Manufacturer narrative:
Pump passed prime test, excessive no delivery test, self test and error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked case reservoir tube window corner and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Event description:
The customer reported via phone call that the insulin pump was damaged and insulin pump was very dry and crackling. The customer's blood glucose level was unknown. It was also reported that the where reservoir goes in to the insulin pump had crack and lip was cracked and some was chipped off. The customer will return insulin pump for analysis.